Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a re-treatment coil embolization procedure in the middle cerebral artery (mca) using penumbra smart coils (smart coils). During the procedure, the physician deployed an initial smart coil into the aneurysm but did not like how the loop of the coil fell at the neck of the aneurysm so he readjusted the position of the coil and was still unsatisfied with the placement. Therefore, the physician decided to resheath the smart coil and continue the procedure using a new smart coil. The physician successfully deployed and detached this new smart coil into the aneurysm. However, while removing the microcatheter, the smart coil pulled out of the aneurysm. The physician attempted to push the coil mass back into the aneurysm but was unsuccessful and subsequently, the coil became lodged in the distal mca. The physician then attempted to retrieve the smart coil using snare devices but could not get the guidewire and microcatheter to the coil mass. The physician continued the procedure by implanting three coils from another manufacturer into the aneurysm. After hours of unsuccessful attempts to retrieve the smart coil mass, the physician aborted the procedure. It is unknown if there was an adverse effect to the patient.